Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. There was a non-sustained lead noise oversensing alert. Programming changes were made. Additional oversensing was seen. Programming changes were made. The patient was fine.